Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies and drawer 4 pockets were failed. A field service engineer (fse) identified that full height drawer 4 sections a1 and a3 had failed and were not recovering. The fse removed all cubies and trays, cleaned significant debris from the top and underneath the trays, and reassembled the unit, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubie failures occurred with failure code devicenotonbus. Drawer 4 pockets a1 and a3 were affected and reported as not detected on the bus. The system was rebooted multiple times and left powered off for a period; however, the issue persisted and the cubies remained undetected. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.